Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2022 rather than (B)(6) 2022.

Event description:
It was reported that the patient presented in clinic for lead revision. The pacemaker was not re-implanted due to screw making noise and physician decided to use new device. The patient was stable.

Event description:
The new information notes the device will not be returned.

Manufacturer narrative:
Additional information notes the device will not be returned for analysis, update to h6 coding.